Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that they said that the issue had been ¿resolved¿ and nothing new to report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone at unknown concentration/dose via an implantable pump for spinal pain indications. The company representative (rep) reported that he was at a facility where they were doing a refill and the healthcare provider (hcp) expected to withdraw 17ccs from reservoir but drew back 40ccs. The company rep stated this apparently was the second time this patient has had a volume discrepancy and they scheduled a dye study. The company rep confirmed no motor stalls in logs. The company rep stated since previous volume discrepancy (date/details unknown), the patient has been supplemented with orals. The company rep stated patient had hip surgery 8 days ago and thus was in increased pain.